Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The stent was advanced through the microcatheter, and it successfully exited the microcatheter. It was noted to be fully expanded; both ends were completely flared. The reported issue documented in the complaint regarding the stent marker bands converging was not confirmed. The returned device was observed without any damage, and it was able to pass through the microcatheter and exited fully expanded with both ends flared. It is possible that the marker bands may have converged together but apposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9599746. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 9599746) was advanced to the target position and the physician initiated the stent release, but the distal markers on the stent were converged and could not be opened. The physician retracted the stent and re-delivered it but the distal markers still failed to open. The physician removed the stent and the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31557193) from the patient and replaced both devices to complete the procedure, which was reportedly delayed by about 10 minutes. There was no report of any negative impact on the patient. On 20-oct-2025, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). There were no vessel factors that may have contributed to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. When the stent was removed, it was still on the delivery wire. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and the physician did not consider the reported 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9599746. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.